Event description:
Having to sometimes dig the tampon out- vagina [foreign body in reproductive tract] the string breaks- tampon [device breakage]; I've gone to take it out...the string breaks when I pull it out having to sometimes dig the tampon out [complication of device removal]. Case narrative: consumer reported via e-mail that the string breaks during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.